Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the pt is experiencing his stimulation shut off by itself on a daily basis. He states it occurs with a change of position. The pt is working with his sjm rep and physician to determine the next course of action.